Manufacturer narrative:
The device was returned and the evaluation found a faulty scope socket which caused scope detection slide to malfunction and then front panel to blink constantly. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon light source had a water leakage from the output connector socket. The issue occurred towards the end of a colonoscopy. There was a 20-minute delay but there were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that water leaking from the output connector socket and a defective scope socket were affecting the images, and the delay occurred because the surgery was in progress. Olympus will continue to monitor field performance for this device.